Event description:
The coverage/positioning of the lead was off-target. There was not an issue with impedances. The lead was replaced. It was noted that it was a very time consuming procedure as there was significant scarring that had to be stripped off of the dura in preparation for new lead placement. The following morning, the manufacturer rep met with the pt to program the device. She had good coverage at a setting of less than 1.0v. At a subsequent post-op visit, she continued to have good coverage and was pleased.

Manufacturer narrative:
(B) (4).